Event description:
The recipient's hearing performance with the device is affected. In 2019, the recipient had reportedly been involved in an accident in which the recipient fell on the left side. Further information received in june 2020 reported that the recipient had another accident a week ago. Re-implantation has not been scheduled yet.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, a device investigation is necessary to determine a root cause. Revision surgery has not been scheduled yet.

Event description:
The recipient's hearing performance with the device is affected. Two months ago the recipient had reportedly been involved in an accient in which the recipient fell on the left side. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
According to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, a device investigation is necessary to determine a root cause. Revision surgery has not been scheduled yet. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient's hearing performance with the device is affected. Two months ago, the recipient had reportedly been involved in an accident in which the recipient fell on the left side. Re-implantation is considered.

Event description:
The recipient's hearing performance with the device is affected. In 2019, the recipient had reportedly been involved in an accident in which the recipient fell on the left side. Further information received in june 2020 reported that the recipient had another accident a week ago. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.